Event description:
End user allegedly states that last monday or tuesday was going up a wheel chair ramp. He hit wedge of ramp and caster wheel broke and user fell out of the chair. User said he scrapped his knee. Went to hospital to have his back x-rayed. Back problems was pre-existing he states.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsiv-hd, serial number/date code (B)(4) is approximately 1 year 4 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.